Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the received air gas module has reproduced the described customer issue and found that the measured flow are just outside of its specification. The received device logs confirm the reported event and the fault could be traced back to (B)(6). Therefore, the ¿date of event¿ will be adjusted to (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air gas module, but the root cause has not yet been fully established.

Event description:
It was reported that the ventilator failed flow transducer test during initial installation. There was no patient involvement. Manufacturer ref.#: (B)(4).